Manufacturer narrative:
The actual device in question was returned to merit medical for evaluation. The unit was examined and it was determined that the adhesive may have been slightly undercured. It also appeared that the correct amount of adhesive was not applied in the fillet. This can be attributed to the bond failure. The complaint was confirmed. The mfg and processing records were reviewed for abnormalities and no unusual circumstances were noted. Although the event may be attributed to a mfg defect, it is believed to be an isolated failure. Further investigation of the complaint log confirmed that no other complaints have been filed for this lot number. Merit will continue to monitor events of this type to ensure that no increasing trends occur.

Event description:
During an ivc filter placement, while imaging the vena cava, the high pressure tubing blew during the injection. The psi was set for 1000. This rupture caused contrast to be sprayed onto the gowns of those scrubbing. No pt or physician harm or injury occurred as a result of this event.